Event description:
Pt had angiogram. As part of proceudre pta performed on left femoral artery. At end of prceudre. Radiologist used angioseal to close puncture site. Over next couple of days pt experienced leg pain and returned to see physiciah. Physician referred pt for f/u angiogram that was performed in 2005. Narrowing of vessel at the original puncture site was noted. The radiologist performing the procedure was unable to open site up percutaneously. Pt sent for surgery for repair. It was during procedure that it was discovered that the angioseal had not deployed properly and had partially occluded vessel. The device used was a 6f angioseal. Since the department was not made aware of the problem til sometime after the fact no packaging was saved.